Event description:
A cooks birds nest filter was implanted in (B)(6)1988 due to pulmonary embolism. Pt was told that this product was permanent. Over the course of the next 30 years, pt had multiple clots and strokes. She visited the hospital hundreds of times for chest pain. She believed that the pain was heart related until she was informed that her filter was malfunctioning. She continued to experience diverse body pain. In (B)(6) 2017, two breaks of the filter was discovered. Pieces had migrated toward her kidney causing profuse scarring. In (B)(6) 2017, pt experienced chest pain again. Three add'l pieces of the filter had again migrated from her vena cava causing intense pain, anxiety and depression. She was told to remain immobile to prevent further breakage and migration of the filter. In (B)(6) 2017, she spoke with a vascular surgeon who informed her that add'l pieces had again broken off and migrated. (B)(6) was informed that she was a high death risk for further surgical procedures. On (B)(6) 2017, (B)(6) went to the (B)(6) and saw another vascular surgeon. Large pieces of the filter had now perforated her vena cava and small bowel. Another vascular surgeon indicated that the filter had collapsed and was in dozens of pieces. She was told that nothing could be done. She called dr. (B)(6) in (B)(6) 2017. On (B)(6) 2017, surgeon was able to remove most of the filter. However, several pieces still remain embedded. During the surgery, two pieces went into both her heart and lung. Pt is requesting that this product be removed from the market to prevent others from suffering as she has.